Manufacturer narrative:
Based on the claim against the product noting the product fell apart in the patient, an investigation is completed to determine the cause of this reported event. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The port seal was analyzed and found the duckbill and septum valve of the seal were found broken off the seal assembly. No material appeared to be missing as all components were returned. The duckbill was found with damage to both ring connectors causing it to separate of the seal assembly. The septum valve was found with tearing of the surface causing half of the assembly to separate from each other. The root cause is attributed to mishandling/misuse. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. This complaint is reportable malfunction and adverse event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cannula seal fell apart and a piece fell inside the patient. The fragment was retrieved during the same surgical procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.